Event description:
The customer returned the device stating, ¿the pump had failed downstream occlusion¿; during device evaluation the complaint was confirmed. Found dso seal delaminated and cam corroded. The event had occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had failed downstream occlusion¿ was confirmed through occlusion test. Found the downstream occlusion (dso) seal delaminated and cam corroded. Replaced cam and dso seal. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.